Event description:
Literature was reviewed regarding a patient who was hospitalized with congestive heart failure (chf) and severe aortic stenosis (as).  Subsequently, the patient underwent transcatheter aortic valve replacement (tavr) with implant of a medtronic 26-mm evolut fx+ bi oprosthetic transcatheter valve.  The procedure was completed successfully with improvement in aortic stenosis and good hemodynamic stabilization.  However, a post-procedural computed tomography (CT) showed the valve stent frame to be asymmetric.  The authors suspected this was likely due to calcification within the native annulus.  No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: shimura et al. Large stent frame deformation in a self-expandable transcatheter heart valve after valve-in-valve implantat ion for failed surgical valve. Cardiovasc interv ther. 2026 jan;41(1):187-188. Doi: 10.1007/s12928-025-01206-6. Epub 2025 oct 14.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.